Manufacturer narrative:
The service found out that the occlusion pressure of the pump was within specifications (9 kg), thus what was claimed by the customer was unfounded. Since it was found out that the pump was unable to start (problem with reset) due to traces of oxidation in the circuit connected to the reset, this part of circuit was cleaned and a component was replaced precautionarily. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported "occlusion pressure too high."